Event description:
It was reported that the ventilator generated an alarm indicating system failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating system failure. No further information have been provided about how the issue was resolved. No log files or service report have been received. Therefore, the root cause to the reported failure has not been established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).